Event description:
It was reported that a member of the cleaning staff brought a floor polisher into the mr suite resulting in the polisher being attracted to the magnet. The staff member received a cut to the right hand requiring 2 stitches. This event occurred in (B)(6).

Manufacturer narrative:
The injured person received 2 stitches to the right hand and did not require hospitalization or further medical treatment. We have not received any further reports regarding the condition of the injured personnel. The mr system and exam suite have clearly visible signs regarding introducing ferrous metals to the exam room. Additionally, it is the hospital/operators responsibility to ensure that ferrous metals are not taken into the exam room. This event occurred in (B)(6).